Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead was unable to be positioned and upon an attempt to remove the lead, the lead had stuck to the guidewire and was unable to be removed. The lead was not used, and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported events were unable to implant and failure to remove guidewire. As received, a complete lead was returned with a guidewire inserted inside the lead. The reported event of failure to remove guidewire was confirmed. Visual examination of the lead found the guidewire ptfe coating was stripped off inside the lead. X-ray examination found the inner coil was offset/bunched at the proximal region consistent with procedural damage. Unable to perform the guidewire insertion/removal test due to the damaged inner coil. The cause of the reported event of failure to remove guidewire was due to bunched up inner coil cause by the guidewire ptfe coating being clogged consistent with procedural damage.